Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. The patient had a shallow inferiorly oriented laa. During the procedure an initial attempt was made using a 24mm closure device with a watchman double curve access system (was); however, adequate coaxial alignment could not be achieved, and the ball could not be advanced deep into the appendage. As a result, the closure device was positioned too proximally with low compression, and the was sheath was changed to a single curve. An approach was attempted again with the 24mm closure device, but posterior protrusion was observed at 135 degrees. Although the closure device was well seated in the other views, the compression ratio was less than 10 percent in two of the four views. The pigtail was used to re-establish the axis, and the size was increased to 27mm to improve compression. Despite multiple attempts, the axis could not be established, so the closure device was advanced further while pushing the ball quite forcefully under fluoroscopy. Since the axis still could not be established, a full re-capture was performed to re-establish the axis with the pigtail. Just as preparations for the closure device were beginning, pericardial effusion was confirmed on echocardiography in the anterior right ventricle. During the final deployment, the closure device was deployed with considerable forward pressure, which is considered the primary area of concern. The patient's blood pressure dropped below 80mmhg, and preparations for drainage were initiated. Due to difficulty accessing the anterior wall of the right ventricle, echocardiography continued while searching for a puncture site, confirming that the pericardial fluid was not increasing further. Protamine was administered, and blood pressure was restored to 115mmhg using vasopressors. After monitoring the patient for about 30 minutes and confirming that the pericardial fluid was not increasing further and that vital signs were stable, the patient was transferred back to the cardiac care unit (ccu) while remaining intubated.